Event description:
Reporter indicated that the pt developed an infection at the generator site following vns implant surgery. It was also reported that the pt's neck incision seemed to be infected. The pt was seen by their general practitioner who prescribed the pt tetracycline and instructed the pt to apply bactroban on the neck incision site. Further follow-up revealed that the neck incision has healed well and is not red. Investigation to date has been unable to determine the cause of the reported infection. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.